Manufacturer narrative:
During further review it has been determined that this report was submitted in error as it is a duplicate of report # 1282497-2020-09153. Please disregard this report number.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the bags were leaking. There was no patient injury.